Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13629. Related manufacturer reference number: 1627487-2021-13630. Related manufacturer reference number: 1627487-2021-13631. It was reported the patient was not receiving effective stimulation. The patient reported to have ongoing pain flares requiring hospitalization and complicated medication regimes. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. This addressed the issue.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The ipg was returned without any visible anomalies or damage that would contribute to the issue. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device also passed all functional testing on the ate. The ipg functioned as intended. The root cause of the issue could not be determined.